Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received this report is late due to a delay in receiving paperwork and an administrative error. Final analysis found that the proximal insulation was abraded at 11.2 cm - 11.4 cm from the connector pin due to friction to the device can. This would cause the reported noise anomaly.